Event description:
It was reported that a pt underwent a thermal endometrial ablation procedure in 2008. During the procedure, the catheter heated to temperature, then at seven minutes into the procedure, the pressure went above two hundred. They tapped the trumpet valve several times to bring the pressure down. The pt then bore down and pushed the device out. The surgeon noticed d5w coming out the tip of the balloon. A second device was used to successfully complete the procedure with no adverse pt consequences.

Manufacturer narrative:
Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further info derived from the eval will be submitted in a supplemental 3500a form. A review of the batch mfg records was conducted and the batch met all finished goods release criteria.